Event description:
It was reported the distal arm of the retractor blade broke off towards the end of the surgery. The broken piece was retrieved from the patient. This caused a delay in surgery.

Manufacturer narrative:
The device was used for treatment, not diagnosis. It has not returned to alphatec for evaluation. Photographs were not provided to confirm the event. The identifying lot number was not provided; therefore, a review of the device history records could not be conducted. Based on the information provided, a root cause could not be determined. If additional information is provided, a supplemental report will be submitted.